Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was right ventricular (rv) oversensing of the atrial signal leading to inappropriate anti-tachycardia pacing (atp) and inappropriate shocks. It was noted that the patient did have any underlying rhythm. An x-ray was taken which showed that the rv lead had dislodged. Subsequently a revision procedure was performed where the lead was successfully repositioned. No additional adverse patient effects were reported.